Event description:
The facility representative reported a colleague infusion pump that will not power up. This condition had the potential to interrupt delivery. This event occurred upon power up in the "central supply" department. There was no report of patient involvement, injury, or medical intervention necessary. Baxter quality engineering determined this condition to be a manual tube release issue. No additional information is available. This involved an unremediated infusion pump with user interface module master software version 5.04.00.

Manufacturer narrative:
(B)(4). A service history review revealed that this device was previously serviced for the reported condition (will not power up).

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague that will not power up was confirmed and reproduced during product evaluation. This condition was due to the manual tube release on channel a being left open. The manual tube release on channel a was closed to fix the reported condition. If additional information is received, a follow-up will be submitted.